Event description:
The customer reported that, approximately ten minutes into a partial gastrectomy procedure in which the patient was placed under general anesthesia, the knife head of the user's thunderbeat device fractured and could no longer be used. The device was replaced with a new bipolar high-frequency ultrasonic dual-output surgical system. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Fields updated: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, approximately ten minutes into a partial gastrectomy procedure in which the patient was placed under general anesthesia, the knife head of the user's thunderbeat device fractured and could no longer be used. The device was replaced with a new bipolar high-frequency ultrasonic dual-output surgical system. There were no reports of patient harm.